Manufacturer narrative:
Reported events of connection problem and separation failure were not confirmed. A visual inspection revealed no anomaly was noted on the outer and inner helix. The helix lengths were within required specification. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. Further analysis performed revealed no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was unable to be released from or docked to the delivery catheter during the implant procedure. The device was removed, and a new device was implanted to resolve the event. The patient was in stable condition.